Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: the black box showed a replace cartridge alarm on (B)(4) 2016 at 07:42; deliveries never resumed. A replace cartridge alarm was recorded on (B)(4) 2016 at 22:53; deliveries resumed on (B)(4) 2016 at 09:06. A 24hr duration test was successfully completed with no loss of prime warnings or other errors, alarms or warnings being duplicated. The pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the user changed their site/set multiple times and the insulin inside the tubing was running back into the pump. It was reported that the patient experienced a blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient's blood glucose readings do not meet animas criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.